Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead .

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The paddle was moved out of position. The patient fell in the shower. The outcome was resolved without sequelae. Interventions included repositioning. The event resulted in in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included imaging which showed that the paddle lead moved inferiorly from original placement. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as the lead which was connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included lead repositioning on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.